Manufacturer narrative:
The country of origin is (B)(6). The previous qc and calibration test had acceptable results. It was noted that the customer does not follow the maintenance instructions. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 and total protein urine/csf gen.3 results from the cobas 6000 c (501) module. The initial results were: gluc: 0 mmol/l, tpc3: 30.3 mg/l. On (B)(6) 2019 the rerun results were: gluc: 4.72 mmol/l, tpc3: 719 mg/l. The sample was csf. It was unknown if the questionable results were reported outside the laboratory. The gluc3 glucose hk gen.3 lot number was 432303 with an expiration date of 31-dec-2020. The total protein urine/csf gen.3 lot number was 431349 with an expiration date of 30-nov-2020.